Event description:
Additional information was received from the patient; the reason for call was patient reported they received a letter from medtronic asking them to clarify the therapy group changed and if their activity group and stimulation changed. Patient stated they had a stroke and it was hard for them to understand some of the questions. Patient mentioned that the letter was about the call into patient services on october 25th 2024. Agent had patient read the questions on the letter; patient stated that the first question said, "please verify the therapy group changed, did your activity group and stimulation change? Patient responded "have had it just at a in remote thing but the remote changes sometimes and says b and c and I always change it to a, it's strange but that's what I do to keep it at a." Question 2 asked "please clarify therapy group changed, did this occur at the same time as the language changed or occurred while using the controller?" Patient responded, "I just talked to myself in english and then it's been with a, I don't know what to do about that and wanted to call about it." Agent verified that patients controller was not currently in a different language. Question 3 asked "what was the cause of the therapy group changing?" Patient responded, "just keep it at a." Question 4 asked "per FDA regulations we are required to follow up for specific patient information at the time of the event what was your weight at the time of the therapy group change?" Patient responded, "still at number a and 178lbs and has not changed.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced issues with their external device, specifically the controller changing to a different language and the therapy group changing to a different group. The patient contacted support, and during the call, patient service guided the patient through resetting the controller to change the language back to english and adjust the stimulation back to the original group. These troubleshooting steps resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)) implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.